Manufacturer narrative:
The field service engineer (fse) replaced faulty pinch valve lv13 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately five milliliters of clear diluent leaked under the instrument involving the coulter act diff 12 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.